Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round high profile 560cc saline prosthesis, catalog #3503560, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with mentor smooth round high profile 560cc saline prostheses on (B)(6) 2014. The patient experienced chronic fatigue, memory loss, exhaustion, and hearing loss that began approximately (B)(6) 2017. The patient was diagnosed with lupus in (B)(6) 2017. The patient believes the implants are causing her issues. The patient is undergoing explantation without replacement on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) of lot numbers 6685475 was reviewed on 4/10/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).